Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During inspection/installation, one speaker had an issue where the volume is set to maximum, and the audio output is very low compared to the second speaker. No patient involvement.